Event description:
The pt reportedly is experiencing intermittencies, sound quality issues, and pain. Device testing was attempted, but discontinued due to pt's adverse reaction. Non-use of the device has been recommended. Revision surgery will be scheduled.